Manufacturer narrative:
On 09-sep-2016 product investigation results: reporter returned three oral-b dualaction brushheads on (B)(6) 2016. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
The lower bristle has come away from the main part and each time the bit has come off in mouth / broken brush head [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that the last replacement 4 pack of oral-b brushheads, version unknown had fallen apart. She explained that, as she was cleaning her teeth with an oral-b dual head battery toothbrush, the lower bristle had come away from the main part of the brush head and each time the bit had come off in her mouth; this had happened with each of the brush heads. She stated that each time she thought she had lost a tooth. She noted that she had never before had problems with these brush heads but now she was reluctant to use them. She reported that she could send in the broken brush head. No symptoms developed. On (B)(6) 2016 reporter returned three toothbrush heads that were identified as oral-b dual action brushheads. No further information was provided.

Manufacturer narrative:
Reporter returned three toothbrush heads on (B)(6) 2016. Product investigation is in progress.

Event description:
The lower bristle has come away from the main part and each time the bit has come off in mouth / broken brush head [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that the last replacement 4 pack of oral-b brushheads, version unknown had fallen apart. She explained that, as she was cleaning her teeth with an oral-b dual head battery toothbrush, the lower bristle had come away from the main part of the brush head and each time the bit had come off in her mouth; this had happened with each of the brush heads. She stated that each time she thought she had lost a tooth. She noted that she had never before had problems with these brush heads but now she was reluctant to use them. She reported that she could send in the broken brush head. No symptoms developed.

Manufacturer narrative:
Reporter returned three oral-b dualaction brushheads on 04-aug-2016. Product investigation is in progress.

Event description:
The lower bristle has come away from the main part and each time the bit has come off in mouth / broken brush head [device breakage], no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that the last replacement 4 pack of oral-b brushheads, version unknown had fallen apart. She explained that, as she was cleaning her teeth with an oral-b dual head battery toothbrush, the lower bristle had come away from the main part of the brush head and each time the bit had come off in her mouth; this had happened with each of the brush heads. She stated that each time she thought she had lost a tooth. She noted that she had never before had problems with these brush heads but now she was reluctant to use them. She reported that she could send in the broken brush head. No symptoms developed. On 04-aug-2016 reporter returned three toothbrush heads that were identified as oral-b dualaction brushheads. No further information was provided.